Manufacturer narrative:
(B)(4). Raikot, swathi r., polites, stephanie f., & potter, d. Dean (2024). Biocompatible cable ties an alternative to metal stabilizers for bar securement during minimally invasive pectus excavatum repair. Journal of laparoendoscopic & advanced surgical techniques, volume 34 (10), pages 936-940. Http://dx.doi.org/ 10.1089/lap.2023.0417/2024. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. The reported event is unconfirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
A journal article was retrieved from journal of laparoendoscopic & advance techniques 2024 that reported a study from division of pediatric surgery, department of surgery, mayo clinic. The purpose of the retrospective study was to compare nuss bar movement and outcomes between existing techniques and competitor product, a biocompatible cable tie. The study reviewed 116 patients 45 with bars secured with competitor product and 71 were historical controls. Patients =20 years of age who underwent mirpe with competitor product were compared with historical controls who underwent repair by same surgeons between using stabilizers or polydioxanone suture (pds). The study population had a mean age of 15 years at time of surgery (14-16); 93 male and 23 female. Data collections was conducted at discharge, 1-month, last follow-up, and total follow-up time 210 days. The study reported one patient with superficial wound dehiscence. Follow-up attempts were conducted to obtain additional information; however, no further information is available.